Manufacturer narrative:
Follow-up # 1 .the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Furthermore, the retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that on an unspecified date and time about 3 months prior to contacting lfs, she developing symptoms of "sweating, vision sensitive, feeling weak and shaky". In response to the symptoms the patient reported testing her blood glucose with the subject meter and obtained blood glucose readings of "200 and 40 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient informed the csr that she manages her diabetes insulin (unknown type and dose). In response to the alleged issue, the patient informed the mss that she took "a little" insulin and her symptoms worsened as a result. The patient claimed she "thought she was going to die". During the follow-up call, the patient informed the mss that she treated herself with orange juice and ate candy in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.